Event description:
Report 1 of 3 received of an undocumented incident of the inability to deliver drugs via tyringe through the clave port. The customer contact indicated that a 5ml becton dickinson syringe was used to access the clave port and the unspecified solution was not able to be delivered. There were no reported adverse patient effects. Through requested, no additional information was provided.